Event description:
It was reported that following a lead revision procedure (MFR number 3006630150-2020-04997), it was found out that the patient had hematoma and the physician opted to move the lead to a muscle site at that time. The patient underwent a revision procedure, wherein the lead was put back in its original spot and remain implanted in the patient. The patient was doing well postoperatively.